Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had received chemotherapy. The right ventricular lead was undersensing, had low impedance, and was suspected to have caused a perforation. During the lead revision, the lead caused a perforation again and the physician stated that perforation was due to the patient's anatomy. Pericardiocentesis was performed and the lead remains in use. No further patient complications have been reported as a result of this event.